Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for peritonitis manifested by cloudy peritoneal effluent. On an unreported date, the patient was treated with vanco and fortum therapies (1 gram and frequencies not reported) intraperitoneal (ip) for peritonitis. After two days of antibiotic treatment, the fluid was clear. The patient died at home 19 days after the onset of peritonitis. The cause of the patient's peritonitis event was a kidney transplant rejection. The kidney transplant rejection occurred 2 days post-transplant surgery and the patient resumed dialysis at that time. The cause of death was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.